Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Since the reported problem was not reproduced on the device evaluation, the legal manufacturer determined the likely cause was an abnormality caused by the light source device used in combination and that there is no abnormality in the subject device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was not confirmed, it was found that the unit passed all testing. During performance inspection error 315 and e300 scope errors were observed in the error log but no image issues were found. Additionally, cosmetic wear was found on the top and front panel however; that does not affect functionality of the device. Olympus reached out to the user facility informing them of the error codes observed and requesting approval to proceed with inspection. If additional information becomes available, a supplemental report will be filed.

Event description:
The user facility reported that the cv-190 is getting a fuzzy image and that the screen turns black and sometimes freezes. There was no patient harm associated to this report.